Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer reported that the power status led is green with the screen blank. The customer contacted product support and requested for service repair. The customer is unsure whether or not the blower was running. The customer disconnected the battery and reconnected. The issue goes away and is not reproducible for the biomed. The customer reviewed the error codes and reports no codes. Product support advised the customer to replace the power management board. The customer reported that the unit was not in use on a patient. The biomedical engineer replaced the power management (pm) board to address the reported issue.